Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Thoracoscopy - "sleeve from cfr33 got pressed against ribs of patient and pieces got into the cavity." Additional information received from sales rep on 24 march 2017: the model of the product is cfr33 with lot # 1282053. The procedure was thoracoscopy using 1 trocar and only the sleeve. Sleeve had (cracked) broken but no pieces ended up in patient. Patient is ok. Patient status: "ok."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a representative sterile unit from the same lot was returned. Upon visual inspection, there were no signs of damage on the unit. In the absence of the subject device, it is difficult to determine the root cause of the event. Although the event unit was not returned and the complainant's experience could not be confirmed, the likely root cause of the cannula tip fracture is due to force applied on the trocar in combination with lipid exposure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.